Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("left device is bended or broken"), pelvic inflammatory disease ("pelvic inflammation"), mental disorder ("serious psychological damage"), metal poisoning ("the patient is contaminated by nickel / essure components could contaminate her corporal fluids"), blood urine present ("blood in the urine"), noninfective encephalitis ("brain inflammation"), breast cancer female ("aggressive breast cancer") and blindness unilateral ("vision loss in one eye") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced metal poisoning (seriousness criterion medically significant), visual impairment ("eye spot"), blindness unilateral (seriousness criterion medically significant) and eye pruritus ("itching in the ocular conjunctive"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("horrible stabbing pains / pain"), mental disorder (seriousness criterion medically significant), dermatosis ("dermatosis over the whole body"), noninfective encephalitis (seriousness criterion medically significant), depression ("depression"), fatigue ("chronic fatigue"), skin haemorrhage ("skin bleeding"), skin disorder ("skin injuries"), insomnia ("the patient cannot sleep for than 3 hours / it is difficult to get up") and alopecia ("hair loss") and was found to have blood urine present (seriousness criterion medically significant) and breast cancer female (seriousness criterion medically significant). The patient was treated with surgery (essure will be removed). Essure treatment was not changed. At the time of the report, the device breakage, blood urine present, noninfective encephalitis, skin haemorrhage, skin disorder and breast cancer female outcome was unknown and the pelvic inflammatory disease, pelvic pain, mental disorder, metal poisoning, dermatosis, depression, fatigue, insomnia, visual impairment, blindness unilateral, eye pruritus and alopecia had not resolved. The reporter considered alopecia, blindness unilateral, blood urine present, breast cancer female, depression, dermatosis, device breakage, eye pruritus, fatigue, insomnia, mental disorder, metal poisoning, noninfective encephalitis, pelvic inflammatory disease, pelvic pain, skin disorder, skin haemorrhage and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("left device is bended or broken"), pelvic inflammatory disease ("pelvic inflammation"), mental disorder ("serious psychological damage"), metal poisoning ("the patient is contaminated by nickel/essure components could contaminate her corporal fluids"), blood urine present ("blood in the urine"), noninfective encephalitis ("brain inflammation"), breast cancer ("aggressive breast cancer") and blindness unilateral ("vision loss in one eye") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced metal poisoning (seriousness criterion medically significant), visual impairment ("eye spot"), blindness unilateral (seriousness criterion medically significant) and eye pruritus ("itching in the ocular conjunctive"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("horrible stabbing pains/pain"), mental disorder (seriousness criterion medically significant), dermatosis ("dermatosis over the whole body"), noninfective encephalitis (seriousness criterion medically significant), depression ("depression"), fatigue ("chronic fatigue"), skin haemorrhage ("skin bleeding"), skin disorder ("skin injuries"), insomnia ("the patient cannot sleep for than 3 hours/it is difficult to get up") and alopecia ("hair loss") and was found to have blood urine present (seriousness criterion medically significant) and breast cancer (seriousness criterion medically significant). The patient will be treated with surgery (essure will be removed). Essure treatment was not changed. At the time of the report, the device breakage, blood urine present, noninfective encephalitis, skin haemorrhage, skin disorder and breast cancer outcome was unknown and the pelvic inflammatory disease, pelvic pain, mental disorder, metal poisoning, dermatosis, depression, fatigue, insomnia, visual impairment, blindness unilateral, eye pruritus and alopecia had not resolved. The reporter considered alopecia, blindness unilateral, blood urine present, breast cancer, depression, dermatosis, device breakage, eye pruritus, fatigue, insomnia, mental disorder, metal poisoning, noninfective encephalitis, pelvic inflammatory disease, pelvic pain, skin disorder, skin haemorrhage and visual impairment to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.